Event description:
On (B)(6) 2022, during device evaluation, a fully charged autopulse li-ion battery (sn (B)(4)failed after testing it in the environmental chamber at 40 degree celsius. No patient involvement.

Manufacturer narrative:
The fully charged autopulse li-ion battery (sn (B)(4) failed after testing it in the environmental chamber at 40 degree celsius. This issue will not power on the autopulse platform. The zoll autopulse li-ion battery failure mode and serial number (B)(4) reported in this ccr are covered by CAPA (B)(4). Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.